Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that their new implantable neurostimulator (ins) was a smaller version and had been placed in the same pocket as their previous device. This ins had spun around right away after implant ((B)(6) 2018). It was reported that they thought it might take time to scar in but it never scarred into place. The surgeon went in and attached it to skin or fat to stop it from spinning but the device kept flipping up. Last monday ((B)(6) 2019) the patient had a revision surgery where they took the ins out and moved it to the other side of their body and now it was absolutely perfect per the reporting consumer. The consumer reported that therapy worked really well for their pain. No further complications were reported.